Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned for analysis in one piece. Failure event observed during analysis. Final analysis found full breach degradation of the outer insulation at 4.5cm from the connector pin. The degradation was noted to be adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.